Manufacturer narrative:
The device evaluation was completed on 14-feb-2023. It was reported that a patient underwent an atrial flutter (afl)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that a patient underwent an atrial flutter (afl)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the dilator was met with resistance from the sheath and the hemostatic valve is damaged. The sheath was replaced, the issue was resolved, and the case continued. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. The dislodgment of the hemostatic valve is related to the customer complaint. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles is performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator outer diameter was measured, and dimensions were found within specifications. The resistance condition reported by the customer could be related to the dislodgment of the hemostatic valve during the procedure; however, this cannot be conclusively determined. A device history record (DHR) evaluation was performed for the finished device 00002175 number, and no internal actions related to the reported complaint condition were identified. Based on the DHR, the h4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the dilator was met with resistance from the sheath and the hemostatic valve is damaged. The sheath was replaced, the issue was resolved, and the case continued. The resistance was not between devices or against vasculature. The resistance did not result in any damage to the sheath. There was resistance with the sheath when they were trying to put the catheter/dilator into the sheath or when they were trying to withdraw it from the sheath. The resistance did not result in any visible damage to dilator. The dilator/catheter/needle was able to move within the sheath but with significant resistance. No catheter was inserted. The hemostatic valve (gasket) possibly dislodged inside the hub. It was difficult to tell just by visual inspection. It did not dislodge outside the hub. The brim cap/hub did not detach from the sheath. Air did not enter the patient¿s body. The approximate volume of blood that was lost was 50ml. The hemostatic valve separation issue is MDR reportable.